Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low accutni result within the normal reference range generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and on an alternate unit and produced high results within the risk stratification range and above the acute myocardial infarction (ami) cut-off. The sample was not reported out of the laboratory. Patient's treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in plastic bd lihep plasma tubes and centrifuged for ten minutes at room temperature. The sample was a full draw. The sample was filtered and aliquoted into a 12x75mm tube for analysis. Qc was within the customers established ranges pre and post the event. A bci field service engineer (fse) replaced parts on the unit. Fse performed a routine system, high sensitivity system check and precision test. All test passed within instrument specifications. Fse calibrated the unit and performed qc and the results were within range. Although hardware issues were addressed, a clear root cause can not be determined for this event.